Manufacturer narrative:
Visual assessment found one of the four fins has broken off, and was not returned for examination. The break area shows signs of plastic deformation. The fin appears to have been stressed to failure. Dimensional inspection confirmed the device met print specification. No root cause related to the manufacture of the device can be established. The root cause for this complaint cannot be confirmed with confidence but maybe associated with use error.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that the outer sheath of the biosure sync 7-8mm tibial fixation screw was found to be distorted and the screw broke during implantation. A backup biosure sync 7-8mm tibial fixation screw was used to complete the procedure. A short delay of less than 30 minutes was reported. No patient impact was noted as a result.